Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting faster than expected. Customer's blood glucose level was 224 mg/dl. During troubleshooting with tandem technical support, pump data surrounding the date of event showed pump battery depleting as expected. Tandem technical support requested that the customer upload pump data for a more accurate review, however customer has not uploaded current pump data.